Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of high blood glucose (over 500 mg/dl) which led to emergency room visit on (B)(6) 2025. The duration of stay was 12 hours. Helathcare professional believed cannula was bent. High blood glucose was treated by bolused via the pump. Patient received intravenous fluids of saline and insulin. Patient was released from the hospital on the same day. No further information available.